Event description:
A report was received that the patients ipg migrated and was experiencing discomfort at the ipg site. It was also reported that patient had inadequate stimulation. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.